Event description:
Uterine rupture/posterior uterine rupture [uterine rupture]. Vascular insufficiency in the posterior uterus [vascular insufficiency]. Drug use via unapproved administration route [off label use]. Case description: this is a spontaneous report from a contactable physician (obstetrician and gynecologist). This physician reported info for both mother and baby case. This is the maternal report. A (B)(6) female patient received absorbable gelatin (gelfoam) for uterine artery embolization and balloon catheter compression, both on (B)(6) 2006 (previously reported as (B)(6) 2006). Relevant medical history included after use of absorbable gelatin, the pt became pregnant and developed spontaneous abortion (date unk). On unk date, she became pregnant again and developed spontaneous abortion again. The physician indicated that the two spontaneous abortions were adverse events to absorbable gelatin. Additional medical history included cervical pregnancy, endometriosis and ovarian cystoma. Relevant concomitant medications included vasopressin injection (pitressin) and methylergometrine maleate (partan), both since (B)(6) 2006 for genital haemorrhage. It was indicated that the pt experienced drug use via unapproved administration route. Vascular insufficiency in the posterior uterus was observed on MRI at 5 days, 25 days and 125 days after administration of gelatin. Four years after the surgery (previously reported as 5 years after the surgery), the pt got pregnant for the third time and, at (B)(6) of pregnancy, she developed uterine rupture with symptoms of sudden stomach ache and fetal heart rate abnormal in (B)(6) 2010 (previously reported as (B)(6) 2010). She was admitted to the hospital due to the event. "Ambulatory" caesarean section was done and the posterior uterine rupture was observed. The fetus was delivered prematurely and was cared in the neonatal intensive care unit (nicu). The pt was recovering from the event uterine rupture as of (B)(6) 2010. The outcome of the "vascular insufficiency in the posterior uterus" was unk. The reporting physician considered the event as serious/life-threatening and assessed it as probably related to absorbable gelatin. Follow-up ((B)(6) 2011): new info received from the same contractable physician via a pfizer sales representative includes: pt data, drug data, history, reaction data, and outcome. Follow-up ((B)(6) 2011): new info reported from the same contactable physician via a pfizer sales representative includes: drug data, reaction data and lab data. Case comment: based on the implied temporal relationship, the company cannot exclude the possible contributory role of suspected product absorbable gelatin (gelfoam) towards the reported event vascular insufficiency and uterine rupture. However, given the nature of the reported events and history of cervical pregnancy, endometriosis and ovarian cystoma, it appears very unlikely that the absorbable gelatin may have caused the events. Additionally, the event uterine rupture occurred four years after the administration of gelfoam which was used for uterine artery embolization. The case will be reassessed when additional info becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedure for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review , as well as any appropriate action in response will be promptly notified to regulatory authorities, ethics committees and investigators as appropriate.